Event description:
Emergency medical technicians responded to a person described as in cardiac arrest. The device was connected to the patient and the "analyze" button pressed. According to the reporter, the device alarmed "connect electrodes" and would not analyze the patient's rhythm. The reporter stated the device and connections were rechecked but failed to clear the "connect electrodes" message. Paramedics arrived on the scene but did not attempt a resuscitation based on a "do not resucitate" order from the patient's doctor. The reporter indicated the reported malfunction did not cause or contribute to the death of the patient. The reporter based their opinion on the attending clinician's assessment of the patient's viability and the immediate availability of a back up defibrillator.